Manufacturer narrative:
The device was evaluated, and the reported issue of the e315 incompatible endoscope error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. An additional reportable malfunction was identified; foreign material was attached around the nozzle. It was not possible to identify when the foreign material had been attached. During the device evaluation, the following issues were discovered: the entry of liquids into the electronic connector, resulting in the failure of the connection contacts to the processor and image failures; the switch box control block was found to be broken and fractured; the light guide lenses were pitted; the distal cover was split and cracked; the distal sheath glue was split and cracked; there was corrosion in the connector; and the display of the error code e216. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a procedure, the evis exera iii colonovideoscope displayed error codes e315 (incompatible endoscope) and e216 (scope communication). There were no reports of patient harm associated with this event.

Event description:
Additional information received from the customer: - the problem was detected after the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e315 error could not be reproduced and the root cause could not be determined, however, the error was likely the result of fluid invading the scope connector during user handling, resulting in an abnormality of electrical parts and displayed the error message. Additionally, the identity of the foreign material adhesion around the nozzle, and the root cause of the foreign material could not be determined. The e315 event may be reduced/prevented by following the instructions for use which state: ¿·inspection of the endoscopic image. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. The foreign material event may be detected by following the instructions for use which state: "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". The foreign material event may be reduced/prevented by following the instructions for use which state: "·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope". Olympus will continue to monitor field performance for this device.